Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen 2000 mcg/ml at a dose of 810 mcg per day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported there was a refill issue. Specifically, the hcp could aspirate but was unable to fill. The hcp was able to get 27 ml out of 40 ml into the pump. They had aspirated what they expected prior to attempting to refill. The hcp had aspirated and filled twice on (B)(6) 2016 and both times they were only able to get 27 ml into the device. No symptoms were reported. In terms of future interventions planned, it was suggested that the hcp aspirate the entire contents of the reservoir and then hold negative pressure to remove any air that might be in the reservoir. If that didn't resolve the issue, the device manufacturer's technical services then suggested taking a lateral image of the pump to check the bellows. Further information including what troubleshooting was then performed, what actions/interventions were taken to resolve the issues or if the cause of the issues was determined was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.